Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿downstream occlusion¿ was not reproduced. The device was tested for downstream occlusion test with passing results. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the force sensor scale factor calibration out of specification and the downstream tubing guide is chipped. The downstream tubing guide will be replaced and force scale factor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during programming/setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.